Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown, product type: catheter. (B)(4).

Event description:
The patient had a back fusion. The catheter was cut and needed to be revised. The revision was being done on the date of this report. The patient/device information, patient symptoms, interventions, outcome, and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Additional information later reported the patient did not experience any symptoms. The patient was bridged with oral pain meds until the replacement. The catheter was cut and then pulled from the intrathecal space. The catheter issue was identified immediately after the initial surgery on (B)(6). No surgical intervention occurred. The catheter was tied off and the pump decreased. The patient was managed with oral pain meds until the new catheter was placed on (B)(6) 2014. No segments were left in the intrathecal space and no other actions or interventions were taken as a result of the catheter issue. The patient was doing well and receiving effective therapy. The pump was used to deliver morphine.